Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pca cup . Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Other text : patient was given explants

Event description:
Patient was revised due to a loose cup. No sticker sheets were available but stem and cup appeared to be a pca. Exposure was made and head was removed with a grift. The liner was removed with a threaded k wire and the cup was removed with a needle nose pliers. A zimmer cup was then implanted with a 40mm liner, a 28mm +0 pca head was stryker then placed in a 28 to 40 depuy bipolar head trial. Leg length was assessed. The 28 +0 actual pca head and depuy bipolar were then implanted.